Event description:
It was reported that during a paroxysmal a-fib procedure, error 101 (invalid catheter) was displayed. Clinical specialist changed the catheter and cables but issue reappeared. Additional information was requested to the customer to obtain detailed information regarding the case and it was stated that the procedure was re-scheduled due to the product issue. The physician considered this malfunction as a potential risk to the patient since transeptal puncture has been performed at the time of the case cancelation. The patient was under local anesthesia. No extended hospitalization was needed at that time. There were no patient consequences.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a paroxysmal a-fib procedure, error 101 (invalid catheter) was displayed. Clinical specialist changed the catheter and cables but issue reappeared. The physician considered this malfunction as a potential risk to the patient since transeptal puncture has been performed at the time of the case cancelation. The patient was under local anesthesia. There were no patient consequences. The bwi field engineer recommended checking the map connector, however it was properly connected and no damage were observed. A lasso auto ID catheter was connected and it was recognized by the system, there were no issues with auto ID processing in the piu occurred. The customer used a default template and the error 101 was shown. After the customer received a new catheter, it was replaced and the system was working properly. The exact cause of the issue was due to a defective catheter. The catheter was reported previously under report #: 9673241-2013-00232. The DHR associated with carto 3 # 10277 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.